Event description:
It was reported that the caller experienced an issue with the incorrect pump time display. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the discrepancy occurred again.